Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a loss or change of therapy. The patient stated the therapy was working well, then they stopped feeling stimulation and their symptoms reported. No medical procedures/electromagnetic interference (emi) exposure were related to the reported issue. It was stated the patient experienced a fall. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.